Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, excessive air was removed through the sheath side port when the balloon catheter was inserted. Additionally, blood leaked through the hemostatic valve. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device and data files were returned and analyzed. Data files showed that at least 7 applications were performed with a balloon catheter on the date of the event with no issues. Visual inspection of the sheath showed that the device was intact with no apparent issues. A flush test did not show any air passing through the tube or expelled from the distal tip. Air aspiration was reproduced when a test balloon catheter was introduced through the sheath. Functional testing of the sheath confirmed the hemostatic valve was leaking. Air bubbles were observed through the valve. We suspect the valve disk was torn. In conclusion, the reported air ingress during aspiration was confirmed through testing. The sheath failed the returned product inspection due to a leaking hemostatic valve. If information is provided in the future, a supplemental report will be issued.